Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Helmers ak, kubelt c, birkenfeld f, et al. Screening for platelet dysfunction and use of prophylactic tranexamic acid in patients undergoing deep brain stimulation: a retrospective analysis of incidence and outcome of intracranial hemorrhage. Stereotact funct neurosurg. 2020:1-6. 10.1159/000505714. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Helmers ak, kubelt c, birkenfeld f, et al. Screening for platelet dysfunction and use of prophylactic tranexamic acid in patients undergoing deep brain stimulation: a retrospective analysis of incidence and outcome of intracranial hemorrhage. Stereotact funct neurosurg. 2020:1-6. 10.1159/000505714. Summary: the rate of intracranial hemorrhage (ich) after deep brain stimulation (dbs) is between 1.5 and 6.1%, with prolonged deficits occurring in 0.4¿2.5% of the patients. This retrospective study investigates whether the prophylactic administration of tranexamic acid (ta) to patients with abnormal platelet function detected preoperatively by platelet function analyzer (pfa) lowered the risk for an ich event. Identified events: a patient suffered from an intracranial hemorrhage and additionally experienced nausea which lasted for days. A patient suffered from an intracranial hemorrhage and additionally experienced hemiplegia which was a persistent deficit for three years. A patient suffered from an intracranial hemorrhage and had no additional symptoms. A patient suffered from an intracranial hemorrhage and additionally experienced facial paralysis with no additional follow up necessary.